Manufacturer narrative:
Initial 5 of 5 based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that five infusion sets tubing was teared apart and got detached from hub between (B)(6) 2026. The patient was experienced high blood glucose levels on (B)(6) 2026 which were managed by changed the infusion set and administering a bolus with new infusion set. The infusion set in use for one to two days.